Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery and motor tests. There was no motor error alarm noted. The motor tested outside of device and passed. The unit had minor scratches to lcd window, cracked case near lcd window corner, reservoir tube lip, belt clip slot, scratched reservoir tube window, stained address or serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed motor error. Nothing further was reported.